Event description:
This is 2 of 2 follow-up med-watches being submitted as two devices (band-aid waterblock 5ct and band-aid waterblock 10ct) were involved in this event. See medwatch 1000599868-2020-00011. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: d1 - product name; d4 - upc; UDI - (B)(4). Based on the updated product information received from j&j shanghai the manufacturing site. The reported lot number 200403 corresponds to band-aid waterblock strips 10 new ap 6916999000737 0038101164apa 0038101164apa. Based on this information, this product does not meet the same/similar reporting criteria. Therefore, the initial emdr will no longer be considered as reportable complaint. This is 2 of 2 follow-up med-watches being submitted as two devices (band-aid waterblock 5ct and band-aid waterblock 10ct) were involved in this event. See medwatch 1000599868-2020-00011. The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight and ethnicity and race were not provided for reporting. This report is for (range - adhesive bandages ap not applicable (B)(4)). Upc #, and UDI # is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is 2 of 2 med-watches being submitted as two devices (band-aid waterblock 5ct and band-aid waterblock 10ct) were involved in this event. See medwatch 1000599868-2020-00011. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient bought a box of waterproof band-aid due to finger laceration and bleeding, and used it immediately after returning home. The next day, the patient reported skin allergy after applying the band-aid, and the skin was red and itchy where the adhesive tape was applied. The customer was given wound cleaning treatment at the scene, and was given anti-allergic drugs on the red itching and other allergic skin; then returned on the same day, it was reported that the symptoms disappeared. This is 2 of 2 med-watches being submitted as two devices (band-aid waterblock 5ct and band-aid waterblock 10ct) were involved in this event. See medwatch 1000599868-2020-00011. The same patient is represented in each medwatch.